Event description:
It was reported that the pump was running as intended, with settings pressure at 45. The surgeon inserted a cannula to proceed with a labral repair and water sprayed out with force. At that time, the pressure remained at 45 but the flow was reading 1200ml and was climbing. Pump was stopped immediately, the pump's tubing bladder appeared collapsed. A competitor's pump was used to finish the case. Extravasation present in abdominal area. The patient was kept in the hospital overnight for observation. Hip scope with labral repair

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The ar-6480 pump was returned with the ar-6410 tubing for evaluation. Initial visual inspection of the tubing as received revealed a partially flat bladder found inside the drip chamber. When function tested, the tubing showed a slow air leak causing the bladder to collapse and the returned pump to run continuously. Neutralized the bladder and function tested the returned tubing set with the returned pump revealed no problems found, tubing set functioned as required. Function tested the returned tubing with a good pump revealed no problems found, tubing set functioned as required. The returned pump performed as expected with new tubing. Further evaluation revealed gouges found on the pressure valve just distal of the o-ring. Investigation of where the gouge was coming from revealed the locking mechanism on the pump coupler was not locked or still in locking open position and found parts of plastic in side it. This complaint is still under investigation. At the current time, the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. This is the first complaint of this type for this part/serial number combination.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record revealed nothing relevant to this event. Visual inspection of the returned pump revealed no visible damages. New tubing and pump combination were tested at varying pressures. The pump performed as expected without any errors. Returned tubing as received could not be properly tested as it was received defective. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.